Event description:
Implant left bipolar prosthesis using smartset ghv gentamicin bone cement placed in 2008. Returned to the or after dislocation to find implant was loose, and had slipped out of femur. Cement was intact with the bone, but not the implant. Replaced with new implant. See scanned page.